Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous, which indicates material conformity. There is a slight deformation close to the middle of the lower nose visible. Because of these findings we conclude that the cause of failure is not due to any manufacturing non conformances. Based on the provided details and the appearance of the pliers the exact cause cannot be defined.

Event description:
It was reported that during the first time of use after purchasing the instrument, when bending a plate with the concerned instrument during the operation, the tip of the bender was damaged. This is report 1 of 1 for complaint (B)(4).